Event description:
It was reported that the ilet displayed a ¿change insulin¿ alert despite the cartridge showing available insulin, and an ¿insulin set expired¿ alert occurred. The user removed and reinserted the cartridge, performed a fill-tubing-only process with observable drops after 11 units, and then changed all infusion supplies to ensure delivery. Symptoms included hyperglycemia peaking at 380 mg/dl. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction and identified a usage issue related to an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that user failure to follow instructions and an unintended use error caused or contributed to the event.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.